Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient went to use their patient programmer last night and got an informational power on reset (por). The por was cleared by pressing the sync key, pressing any arrow on the navigation button, and then pressing sync to complete the reset. The por was cleared, the patient was able to turn on their therapy which was adequate. The patient¿s therapy was back on and it was working. It was recommended that the patient reach out to their healthcare professional (hcp) if they notice any changes in their therapy. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.